Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04762, 2938836-2019-04765. It was reported that during the device preparation pocket erosion was noted exposing the lead. Infection was not observed. The physician revised the pocket using a tyrex pouch. The patient was stable post procedure.